Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator had a patient notifier anomaly. Device would not vibrate when the notifier was tested. Programming changes were discussed but not yet performed. No further information was available.